Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Upon removing the cassette following treatment, fluid was found inside the cycler. Patient had no ill effects. Sample is available.